Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that this implantable pacemaker exhibited high out of range pacing impedance measurements on the right atrial (ra) lead channel. Evaluation of the system was performed. And feedback on data was requested. A follow up will be performed in the near future. At this time, no changes have been performed. This system remains in service. No adverse patient effects were reported.